Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Upon reassessment of the reported event it was determined an MDR should not have been filled under the current MFR number. This event will be reported on 0002648920-2018-00163.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient's hip arthroplasty was revised due to experiencing aseptic, lymphocyte-dominated vasculitis-associated lesion symptoms. The femoral head revealed signs of corrosion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history report review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision due to pain.